Event description:
A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device was selected to be used. The initial access was uneventful, and the starter sheath was exchanged for a watchman double curve access system (was) sheath with a versacross connect dilator over the versacross connect wire to the superior vena cava (svc). The equipment was pulled down to the fossa ovalis (fo); however, contact was very difficult to visualize on transesophageal echocardiography (tee), and the physician felt adequate contact with the fo, but a radiofrequency (rf) energy application was attempted, and the wire did not cross into the left atrium (la).the physician withdrew the was sheath and dilator to add a larger bend to the dilator, then readvanced to the svc and dropped down again, achieving better visualization; however, the echocardiography machine lost power and the screen went black. The machine was restarted, imaging returned, and good contact was obtained in a mid/mid position; an rf application was performed, and the wire was advanced into the la. The versacross wire was removed, a pigtail catheter was advanced into the laa, left atrial pressure was checked, the activated clotting time (act) was checked, contrast was injected, and a 27mm closure device was prepared and advanced. A total of four (4) recaptures were performed while attempting to deploy the closure device in an ideal position. During one redeployment attempt, the closure device appeared larger than a flx-ball, with anchors interacting with the anterior tissue ridge, and as the physician attempted to move the closure device to a more mid position, tissue tugging was observed on tee. The physician was coached to recapture more of the closure device and performed a full recapture, reset to unsheathe to a flx-ball, and then moved posteriorly, however, the position was still inadequate, and a decision was made to exchange the was sheath for a watchman trusteer access system (was) sheath. The closure device was recaptured for the fourth time, removed, the was sheaths were exchanged, the closure device was re-prepared and advanced, and the physician was able to deploy the closure device in an ideal position on the first attempt using the was sheath. At the end of the procedure, during an effusion sweep, the physicians felt the effusion appeared similar to the trace effusion seen at baseline, but the patient was monitored for ten (10) minutes in the cardiac catheterization laboratory, with post-procedure blood pressure (bp) monitoring, the effusion measurement, and the amount of effusion remained unchanged, the patient was then transferred to recovery. Approximately one (1) hour after closure device deployment, the patient experienced a drop in blood pressure, a decrease in oxygen saturation, a heart rate (hr) approximately 20 beats per minute faster, and the patient returned to the catheterization laboratory for pericardiocentesis, during which 250 ml of bright red blood were drained from the pericardium, resulting in normalization of bp, return of hr to baseline, and improvement of oxygen saturation to 100 percent on room air. The drain was sutured in place, and the patient was transferred to the progressive care unit (pcu) for an overnight stay. The patient was discharged on 21-apr-2026 and is expected to fully recover.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.